Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a scd pump. The customer states at the time of inspection, the coating of the power cable was found ruptured. The internal copper wires were exposed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the result will be forwarded.